Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance (cps) concerning a continu-flo primary set that would not back prime saline into a secondary set during priming. There was no patient injury, adverse reaction or medical intervention reported. No additional information is available.